Event description:
Patient was receiving IV fentanyl for sedation on mechanical ventilation. The ICU medical plum 360 infusion pump shut off while infusing the fentanyl without any warning or alarms. The IV pump restarted itself and then began to alarm. The pump had the following alarm message; " power off - restart - service if the problem persists. The IV pump was plugged in and the battery was shown as fully charged. The pump had received preventive maintenance 5 months before and the battery was replaced on this date. The fentanyl stopping is a potential safety concern because the patient could be restless, agitated, and begin to fight the mechanical ventilator.